Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this lead was an attempted implant. During the procedure, the lead became damaged when a straight clamp was used to manipulate the lead. In addition, high out of range pacing impedance measurements were noted. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.